Event description:
It was reported that there were five products of 786426 that 6 fr stents was contained in. As per the follow up information received on 14jul2023, clarified that it was a wrong product in the package.

Manufacturer narrative:
The reported event is confirmed packaging related. 1 sample were confirmed to exhibit the reported failure. The device had not met specifications. The product was not used for patient treatment. Visual evaluation of the returned sample noted five opened (with original packaging), 5 ureteral stent kits. Visual inspection of the sample noted the size of the ureteral stent (6fr. X 26 cm) do not match with the label (4.7 fr. X 26 cm). As there is a discrepancy between the product packaging and device, which is out of specifications, "all components shall be present and correct." The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A label/pack review is not required as a review of the label could not have prevented the reported event. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that there were five products of 786426 that 6 fr stents was contained in. As per the follow up information received on (B)(6) 2023, clarified that it was a wrong product in the package.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.